Manufacturer narrative:
(B)(4): the customer reported that there was no sound on the unit. No pt harm was reported. Further investigation by philips showed that the hospital had moved a pc into this unit that was not configured to receive alerts. The device was performing as intended for the user configuration. There was no malfunction or labeling problem. Note that alarming status is clearly displayed on the obtv monitor and is adequately described in the labeling. No further investigation or action is warranted.

Event description:
The customer reported that there was no sound on the unit. No pt harm was reported.